Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient identification remained stuck in a pre-admitted state, and an error message was observed for the register message. A technical support specialist (tss) restarted the internal inbound processor service. Then the patient record processed correctly, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to remove medication as the patient admit status was not changing from preadmitted to admitted. The nurse was unable to remove the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.